Event description:
A jetstream g2 nxt device was used to treat a 8cm lesion located in the popliteal. Numerous passes were made using minimum and maximum diameter modes. The device was moved back to marker position to inject contrast downstream. The g2 nxt was then re-engaged and continued to treat above the popliteal in an area of diffuse disease. Pt complained of leg pain below the knee. The physician removed the device without using appropriate functional control and the guidewire then became stuck on the device. The guidewire and g2 nxt were then both removed. Post treatment picture revealed open popliteal, but distal vessels were occluded. Pt was sent to surgery and tolerated the surgery well. It was noted that subsequent surgery revealed more disease below the knee (btk) than was appreciated on angiograms.

Manufacturer narrative:
The pathway jetstream g2 nxt catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for an evaluation.